Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 250 mg/dl. The customer was treated with manual injection. Customer stated that the insulin pump had no delivery alarm and did not occur during manual prime. Customer reported that the event was resolved by changing complete set. Customer performed self test and it was pass. The insulin pump will not be returned for analysis.